Event description:
A report was received that the patient had pain at the pocket site. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.